Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer observed falsely elevated b-hcg results on the architect i2000sr analyzer. The following data was provided (miu/ml): (B)(6). There was no impact to patient management.

Manufacturer narrative:
The ln was updated from 07k78-25 to 07k78-35 and lot from 72019ui00 to unknown.

Manufacturer narrative:
Note: on (B)(6) 2017. The suspect medical device was changed from list 07k78-35 lot unknown to 72019ui00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.